Event description:
The customer reported that her blood glucose result was 128 mg/dl at 2:15 pm, and she changed her pod at 2:30 pm. At 3:22 pm, she gave herself a 2.65 u bolus. At 5:24 pm, her result was 418 mg/dl, and she gave herself a 6.30 u bolus. She did not consume any carbohydrates at that time. At 6:00 pm, she was not feeling well. She stated that she gave herself a bolus, but "no bolus went in" and that the pod was leaking insulin and the adhesive was wet. She said there was no alarm. She said that the needle penetrated her skin, but the cannula did not come out of the pod. She discarded the pod.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula, or to determine of it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."